Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. The insulin pump had cracked display window corner and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error and the display was frozen. The caller attempted to clear the alarm with no results. The blood glucose reading was 253mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.